Manufacturer narrative:
(B)(4). See medwatch # 2032546-2016-00077 for the 1st device reported in this event.

Event description:
Clinical follow up was requested and on (B)(6) 2017 the surgeon provided the following event details. The first istent implantation attempt was aborted after several unsuccessful attempts at deploying the stent in which the surgeon inadvertently created a cyclodialysis cleft. A backup istent was opened but the procedure was aborted secondary to the cyclodialysis cleft. Approximate size of the cleft was 2 clock hours. The cyclodialysis cleft was monitored and the patient's intraocular pressure was managed with topical medications.

Manufacturer narrative:
The device was returned to the manufacture and is pending evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Cyclodialysis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 12-28-2016. Refer to MDR # 2032546-2016-00077 ((B)(4)) for the second istent that was attempted to be implanted in this patient.

Event description:
The surgeon reported that the inserter release button would not depress to release the istent and that the surgeon inadvertently created a cyclodialysis cleft. A backup device was opened and during attempt at implantation, visualization was lost and the cyclodialysis cleft became larger so the procedure was aborted. Additional information has been requested.